Manufacturer narrative:
Additional information: section b5 - second paragraph. Section h6 - imf/annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with bicuspid anatomy, the valve was deployed to 80% but was constrained due to patient anatomy. The valve was removed and a second valve was loaded with a new delivery catheter system (dcs). The valve was deployed to 80% with the same results and the procedure was aborted due to difficult anatomy and the patient was scheduled for a surgical valve replacement. No adverse patient effects were reported. Additional information was received indicating that a misload was not identified during loading of the first valve or the second valve.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) (lot: 0012248112); product type: (B)(4)-heart valves; implant date (B)(6) 2024; explant date (B)(6) 2024 product ID (B)(4) (lot: 0012280007); product type: (B)(4)-heart valves; implant date ; explant date product ID (B)(4); product type: (B)(4)-heart valves; implant date (B)(6) 2024; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with bicuspid anatomy, the valve was deployed to (B)(4) but was constrained due to patient anatomy. The valve was removed and a second valve was loaded with a new delivery catheter system (dcs). The valve was deployed to (B)(4) with the same results and the procedure was aborted due to difficult anatomy and the patient was scheduled for a surgical valve replacement. No adverse patient effects were reported.